Event description:
A malfunction on the pump was reported by a caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing pump reset information, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any further issues arose, which the caller acknowledged and understood.